Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned the control board. An investigation was performed on the returned component and the alleged malfunction was confirmed.

Event description:
It was reported that during patient use at an emergency center, the patient was placed on the ventilator with a mask. The patient was taken to a catheter room with the ventilator running on battery power for about 15 minutes. Once there, it was plugged into the ac power source. Upon completion of the procedure, the monitor went dim, the ventilator generated a weak alarm, stopped, and shut itself down. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)